Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The patient's family member reported that the patient was having "issues" with the leads. The patient had been to the emergency room several times after experiencing the pacemaker "shocking" her. It was further reported that the right ventricular (rv) lead had an insulation breach which manifested as having low impedance and high thresholds. Upon the time of surgery it was found that the left subclavian vein was blocked, where upon the new system was placed on the right side. The rv and atrial leads were capped and replaced. No patient complications have been reported as a result of this event.